Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found defective connectors on the terminal stripe on section x6 and x7. The defective connectors were replaced and the unit was tested for functionality. The tank was cleaned and refilled. All temperatures were checked. All tests were performed successfully. Electrical safety according to iec 62353 tested: protective conductor resistance: 0,039ohm. Device leakage: 256müamp. Insulation resistance:> 310mohm. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the temperature on the patient side heater is too high. Additional information: there were no patient involved the incident occurred during the cleaning cycle. (B)(4).